Event description:
It was reported by the patient's daughter that the patient had tachycardia. It was also reported the leadless implantable pulse gene rator (ipg) showed a heart rate above the upper programmed rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.